Event description:
According to the complainant, the balloon ruptured about 2 weeks after placement.. The device was replaced with another corflo cubby low profile gastrostomy device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as good.

Manufacturer narrative:
The sample was returned and a visual evaluation was performed and confirmed a ruptured near the bottom of the balloon.